Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unknown connecta with q-syte component damaged-unknown the following information was provided by the initial reporter: on (B)(6) 2024, when the responsible nurse got up in the morning to replace the tee for the patient, she found that the tee had quality problems, including breakage and soft collapse. She immediately re-opened the new product and checked that there was no problem before replacing it for the patient, in order to affect the patient's medication.

Event description:
2.material#394601,batch#2335609

Manufacturer narrative:
Our quality engineer inspected the 1 photo and 1 video submitted for evaluation. The reported issue of component damage - no leak was confirmed upon inspection of the photo and video. From the photo and video, it can be observed that the top body of the device was broken off. However, bd cannot confirm the cause of the failure since no sample was returned for evaluation. There is the possibility the damages could have occurred during our manufacturing process or during use. A physical sample could help clarify which of the potential root causes resulted in the failure. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.